Event description:
New information notes: the lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, the ventricular lead exhibited a capture anomaly. The physician felt the lead was not properly connected to the pulse generator and the patient underwent a revision procedure. During the procedure, the lead could not be secured into the device. The lead was explanted and replaced.